Event description:
Caller reported, an inform system 1 result of 35 mg/dl and a lab result of 53 mg/dl within 10 mins. Also reported an inform system 1 result of 26 mg/dl and a lab result of 42 mg/dl within 10 mins. Also reported an inform system 1 result of 24 mg/dl and a lab result of 48 mg/dl within 10 mins. Also reported an inform system 1 result of 20 mg/dl and a inform system 2 result of 56 mg/dl within 10 mins. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement sent.

Manufacturer narrative:
This medwatch is for inform system 1. Please see medwatch with (B) (4) for report on inform system 2.